Event description:
It was reported that during a da vinci-assisted pyeloplasty procedure, a burn injury was observed at the port site where the monopolar curved scissors (mcs) instrument was inserted and utilized. The burn was observed at the end of the procedure and appeared as a pink halo shape on the patient's skin. The burn's severity was classified between second and third degree and burn ointment was applied. There was no bleeding, and no additional tissue removal was required. Upon inspection, the mcs instrument and its tip cover accessory were found to be properly positioned with no damage or irregularities. Both the mcs instrument and its tip cover accessory were confirmed to be correctly positioned and free from any damage or irregularities. The energy instruments were not activated near the cannula openings within the patient. The port incisions were of standard size, and it is not suspected that the discoloration or burns resulted from trocar or cannula pressure against the port walls. Furthermore, the grounding pad was accurately positioned, and the erbe generator was operating normally. Three images were provided showing the initial burn injury, the burn injury healing on post-operative day 13, and the burn injury healing on post-operative day 34. The wound has not closed and the patient is being managed by a dermatologist.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse ran multiple simulations if da vinci surgery using the erbe but could not reproduce the problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the provided images was performed by an intuitive surgical, inc. (Isi) clinical development engineer, and the following additional information was provided: in the initial burn injury image, a port site with a pink ring is seen, with irritated tissue surrounding it. In the burn injury healing on post-operative day 13 image, the port site itself appears to have scabbed over, and the surrounding tissue is still pink but less raw. In the burn injury healing on post-operative day 34 image, it shows a port site wound that appears to have worsened since the previous image. The port-site incision location appears dark and necrotic and is surrounded by reddish/orange flesh that hasn't healed over, which is then surrounded by the same pink ring of remodeling skin. It still cannot be determined what the source of the tissue damage is or the reason why it hasn't yet healed.